Event description:
It was reported that coil protrusion occurred. The target lesion was located in the moderately tortuous artery. A 12mm x 30cm and 10mm x 30cm interlock coil was selected for use accordingly. During the procedure, the main coil and the arm of the delivery wire were separated distally from the catheter. Flushing was performed intermittently prior to removing the device. Subsequently, it was noted that the coil protruded from the catheter tip. The coil was removed together with the catheter. The procedure was completed with a different device. No patient complications were reported.